Manufacturer narrative:
The sureform 60 stapler instrument and white reload used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show first sureform 60 stapler instrument was installed on the system 10 times and fired 6 white reloads. On install 1, the system failed to detect the reload color, and the user manually selected the white reload via the graphic user interface (gui) on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with 1 pause for compression. On installs 2-6, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 7-10, a white reload was successful installed, however no clamping or firing was attempted. After the 10th install, the instrument was removed and not used in the procedure again. The logs show the second sureform 60 instrument was installed on the system 1 time and fired 1 white reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument fired a white reload accessory and created an incomplete staple line. After firing the 5th reload, a leak test was performed, which revealed a leak at the anastomosis. The suture line was sutured/oversewn, and the procedure was completed as planned. The cause of the event and what tissue encountered the leak are unknown. Multiple attempts to obtain additional information have been made; however, no further details have been received.